Manufacturer narrative:
On 3/07/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. Yellow and white materials were observed within the device and no foreign material on the shell surface. During the initial evaluation the device appeared intact. Leak testing was performed according with mentor procedures and it revealed a rent on the posterior aspect, measuring approximately <0.1 cm. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: right- mentor smooth round moderate profile 375cc saline breast implant, catalog number: 3501660, serial number: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation with mentor smooth round moderate profile 375cc saline breast implants which the left side deflated after implantation. The issue was confirmed by physician. As a result, patient had the device explanted on (B)(6) 2018.